Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead, connector portion, was returned in one piece measuring 26.0 cm. External insulation abrasions breaching the outer insulation were noted at 14.3 cm to 14.4 cm from the connector pin consistent with friction to device can and 25.2 cm to 25.5 cm from the connector pin consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.